Manufacturer narrative:
The unit was received with no button response due to unlocked keypad connector. Unable to perform displacement test due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked case and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a damaged pump case. Customer's blood glucose was unknown at the time of incident. No further details given.